Event description:
It was reported that infection occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Approximately six (6) weeks post-implant at a routine follow-up, the physician found an infection. The patient was placed on IV antibiotics and admitted to the hospital. The source and type of infection was not identified. Patient status: the patient has been discharged home and will remain on antibiotics for six (6) weeks and will be rechecked at a follow up appointment.

Manufacturer narrative:
B3 date of event - estimated as it was reported as occurring 6 weeks post implant.

Manufacturer narrative:
B2 outcomes attrib to adv event: added death b5 describe event or problem: updated with additional information received. H1 type of reportable event updated to death h6 impact codes death and device explantation added.

Event description:
It was reported that infection occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. Approximately six (6) weeks post-implant at a routine follow-up, the physician found an infection. The patient was placed on IV antibiotics and admitted to the hospital. The source and type of infection was not identified. Patient status: the patient has been discharged home and will remain on antibiotics for six (6) weeks and will be rechecked at a follow up appointment. It was further reported that the patient passed away due to complications post open-heart surgery for removing the watchman device. No further information was provided.